Manufacturer narrative:
H6: investigation summary: multiple photos along with the contaminated sample was provided to our quality team for investigation. The product was visually inspected, a red stain from the medication was observed on the membrane and it was noted the membrane had been perforated multiple times as pieces of the membrane were found to be lifted. A solution was passed through the injector during decontamination, no evidence of leakage through the membrane was observed. Additional leakage testing was performed, penetrating the membrane ten times and observing the product for any leakage. In all cases, the product functioned as intended and no leaks occurred. A device history review was performed for the reported lot 2207008, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including leakage and pressure testing for all lots to ensure the quality of the membrane. No issues related to the reported event were found during manufacturing. The performance of the sealing membrane is reduced after multiple perforations and extended activation time, the membranes are designed to be punctured up to ten times. Based on the sample evaluation and quality team's investigation, it appears this incident may have occurred due to multiple penetrations of the injector membrane.

Event description:
The customer reported about leakage. During epirubicin preparation, leakage occurred. The membrane of the injector was punctured 6 times by the connection operation bloodstains were observed on the sheets in the cabinet. The event has continued multiple times. Additional information: the leakage was observed when the user put the injector with syringe after use. Initially, air bubble was formed on the membrane and resulting in the sheet stained. No patient impact.

Event description:
It was reported that the bd phaseal injector lure lock n35j experienced leakage. The following information was provided by the initial reporter, translated from japanese to english: during epirubicin preparation, leakage occurred. The membrane of the injector was punctured 6 times by the connection operation bloodstains were observed on the sheets in the cabinet.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.